Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece. Final analysis via visual and x-ray examination of the lead did not find any anomalies. Additional electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead exhibited noise. The noise kept being mixed in pacing system analyzer (psa) measurement when performing placement in the right atrial appendage. The physician decided to not use and implant a new lead. The patient had no consequence throughout the procedure.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead exhibited noise. The noise kept being mixed in pacing system analyzer (psa) measurement when performing placement in the right atrial appendage. The physician decided to not use and implant a new lead. The patient had no consequence throughout the procedure.